Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Opened the correct implants, but when the doctor tried to add the extension he couldn't connect the two together.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device device history review: product code (B)(4), work order (B)(4) was manufactured on (B)(4)-2018. 12 parts were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.